Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the user error is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 3/09/2020 that a sign im nail implanted to repair a fracture was replaced due to user error. The im nail was replaced with a 10mm x 380mm standard im nail per the sign technique manual. Surgeon comment: "reduction was not very difficult...but I missed the distal fracture in initial x-ray. So we prepared antegrade intramedullary nailing and did the planned procedure...may be our wrong nail entry, when the nail passed through the fracture, the reduction was failed. On doing again and again the proximal fracture become a fragment...the drill bit was broken on the most proximal screw hole and we couldn't take it back[?] Unfortunately in rechecked x-ray , there was another fracture just distal to the nail tip which we missed in initial x-ray. So we applied pop posterior slab on the first post op day...thanks..."